Event description:
"The screw from the insert had backed out. Md was just going to take out the screw arthroscopically, but when he looked inside the joint he could see the poly had broken from around the metal post and there was severe delamination on the lateral tibial plateau, so he changed the insert to a new one."